Event description:
In 2008, the patient reported that over the past two weeks, he has experienced elevated blood glucose of 250-500 mg/dl. He stated that he feels the infusion device is not delivering the basal rates and he also believes the 03 (electronic) battery was depleted but the infusion device did not alarm. He stated that during a 24 hour period of time, he did not eat and he injected insulin via syringe but his blood glucose did not decrease. He reported that a day prior, he changed the 03 battery and his blood glucose returned to normal (136 mg/dl). His normal blood glucose range is 80-250 mg/dl. He stated that he had also received a new prescription of insulin and changed his infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.